Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
The patient was appropriately treated 2 times by the lifevest. The first appropriate shock during vt at 290 bpm induced a post-shock rhythm of vf. The second appropriate shock converted vf to a life-sustaining rhythm. The patient was reportedly unconscious at the time of the treatment event. The response buttons were pressed after treatment was delivered. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient was in the hospital and ended use of the lifevest to receive an ICD. No deficiencies were alleged against the device.